Event description:
It was reported to philips that the 3 lead on the device malfunctioned. The monitor passed a system check prior to the call and following the call. There was no reported adverse patient impact.